Event description:
It was reported that there was difficulty aspirating fluid through the catheter access port (cap). The physician decided to inject the dye, but bolused the pt. The total catheter volume was 0.116 mls of old drug of a dose of 5.8 mg. This was done in the middle of a programmed bridge bolus. Although the old drug needed to be bridged after the dye the doctor decided not to program the remaining portion of the bridge knowing the pt could have another adverse event following the adverse event from bolusing the drug volume of the catheter in the intrathecal space during the catheter dye study. The doctor was going to monitor and manage the pt's symptoms. It was also believed that on her last refill the clinic got more drug than they expected so a roller study was done along with the catheter dye study. Any previous pt symptoms were not known. Later in the recovery room the pt had no adverse effects and was discharged after 20 minutes or more. The drug infused was hydromorphone (dilaudid) 50 mg/ml decreased to 40 mg/ml, 12.8 mg/day.

Manufacturer narrative:
(B)(4).